Manufacturer narrative:
No injury was reported, but as there was a potential risk reported ("skull clamp opened") we decided to report this case. The device was inspected and tested. Within this inspection functional testing and visual inspection was made. It is very unlikely that the detected deviations have contributed to the reported event - "mutli purpose clamp had opened"- we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
During operation procedure with neuronavigation multi purpose clamp had opened. Continuation of the operation with neuronavigation not possible. Operation was completed by neurosurgeon assistant holding children head in hand. Medical incident was declared.

Manufacturer narrative:
Additional information received on december 12th 2017. This information gave us a clearer picture of the situation. The reporter informed us, that the release knop was incidently opened.

Event description:
Additionally information received on december 12th 2017: the clamp was incidently opened, during the surgery someone reached the knob of the release knob of the skull clamp, which opened the skull clamp. The risk was being seen in the head being able to fall down to the metal parts of the skull clamp.